Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies and successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.